Event description:
The customer tested her blood glucose and received a reading of 250 mg/dl using her contour meter. She retested using another meter and received a reading of 110 mg/dl. The difference between the readings, falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the customer performed control tests and received a result of 39 mg/dl. The normal control range was 99-136 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.